Event description:
A venous air alarm occurred during a routine hemodialysis treatment. Rinseback was not performed due to possible clotting, resulting in an estimated blood loss of 190 cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported alarm and subsequent blood loss event was attributed to issues with the pt's access, which has since been resolved. Nxstage medical considers this report closed. No add'l info will be provided.